Manufacturer narrative:
The initial medwatch report indicates: a third-party service agent evaluated the device but could not verify the reported failure. The third-party service agent observed proper device operation through functional and performance testing. It was observed that the spring contact between the pediatric and adult hard paddle plate was broken. Due to this bad contact the device would possibly not provide defibrillation therapy. The broken paddle was discarded and is not available for further evaluation. The customer has ordered a new hard paddles assembly. The initial medwatch report should indicate: a third-party service agent evaluated the device but could not verify the reported failure. The third-party service agent observed proper device operation through functional and performance testing. The hard paddles assembly was discarded and is not available for further evaluation. The customer reported that the spring contact between the pediatric and adult hard paddle plate was broken. Due to this bad contact the device would possibly not provide defibrillation therapy. The customer has ordered a new hard paddles assembly. A cause of the reported failure could not be determined.

Event description:
It was reported to a physio-control service representative that the customer's device, while in use on a patient, didn't shock in manual mode and that the button to charge the defibrillation paddles might not function. The physio-control service representative found out in a phone conversation with the customer that the issue was related to a broken hard paddle (the spring between the adult hard paddle plate and the child paddle plate was broken). Therefore defibrillation therapy could possibly not be provided when needed. There was no adverse outcome for the patient reported.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device but could not verify the reported failure. The third-party service agent observed proper device operation through functional and performance testing. It was observed that the spring contact between the pediatric and adult hard paddle plate was broken. Due to this bad contact the device would possibly not provide defibrillation therapy. The broken paddle was discarded and is not available for further evaluation. The customer has ordered a new hard paddles assembly.